Manufacturer narrative:
H4: d5 information unavailable. H6: code 100(other): instrument received staple jammed on the top of the front staples in this cartridge track. The twisted staple was removed and the instrument fired 2 staples without incident, but on the third firing, the cartridge yielded due to another twisted staple, which was not detected before firing. No conclusion could be reached as to how the staples had become twisted within the cartridge. Based upon the inquiry information received, the visual examination and the functional test, it was concluded that the reported instrument's "handles jammed" during surgery may have been due to twisted staples in the track which caused the instrument and the handles to jam. The instrument was received with a twisted staple located on top of the front staples in the track. The twisted staple was removed and the instrument was cycled and fired 2 staples without incident. On the third firing of the instrument the cartridge yielded due to another twisted staple in the cartridge nose which was not detected before firing. No conclusion could be reached as to how the staples had become twisted in the cartridge track. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. The instrument's staples may become twisted within the cartridge track and nose if the instrument sustains a blunt trauma.

Event description:
During a laparoscopic hernia repair the oms20 was in the full articulation position, was fired, and the handles jammed. The handles would not come apart. A second oms20 was opened to complete the case. There was no consequence to the pt. The handles of the device did spring open after the case was completed.